Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level was 45 mg/dl; suspected cause was that the pump was over delivering insulin. Juice was consumed to address bg. A system check was performed and the pump performed as intended.